Manufacturer narrative:
(B)(4). Date sent 1/28/2025. D4 batch #160d75. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damaged and fully loaded with staples with the swing tab in the locked position. Upon visual inspection one missing staple was noted with a driver up in the middle of the reload. This missing staple do not create a fluid path. It is possible that an improper handle of the reload caused that the staple come out of the pockets. The reload swing tab was reset in order to fire the cartridge. The reload was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 160d75, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device did not fire. There were no patient consequences.